Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was confirmed through mammography and ultrasound. As a result, bilateral prosthesis replacement with 370cc mentor memorygel breast implants was performed on (B)(6) 2021. During explant, the left sided device was also found ruptured. The right sided rupture was reported initially under 1645337-2020-14098 on (B)(6) 2020. On (B)(6) 2021 mentor received additional information and initial awareness of the left sided rupture. This report relates to the left prosthesis.